Event description:
Information received by medtronic indicated that the sensor needle was fractured while inserted in the body. The customer also reported that there was change sensor alarm and sensor updating error alarm. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.